Manufacturer narrative:
Previously, this issue was reported under the patient¿s 6172 lead and 6371 extension, however, the products in question are the patient¿s two 6371 extensions.

Event description:
It was reported that the patient¿s extensions were explanted and replaced on (B)(6) 2021.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Event date is an estimation.

Event description:
Related manufacturer reference number: 1627487-2020-32974. It was reported that the patient was experiencing ineffective therapy on the right side and that therapy was auto-reducing due to high impedances. The patient was hospitalized due to the return of symptoms. Surgical anticipation is anticipated to resolve the issue.